Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position)" was confirmed during both archive data review and functional testing at zoll. The probable root cause of fault code 16 was determined to be the unplugged load cell amplifier board connector on the processor board. Zoll service personnel verified that the connector cable wasn't damaged and reconnected it to remedy the fault. During visual inspection, the top cover and bottom enclosure were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, there was a large crack through the top cover. Large cracks and breakages were also observed in the interior of the top cover. In addition, the bottom enclosure was cracked with broken screw bosses. These observed physical damages are the characteristic of harsh impacts due to user mishandling. The covers need to be replaced to address the issues. The archive data review showed multiple fault code 16 (timeout moving to take-up position) around the customer's reported complaint date, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16 displayed during take-up, confirming the reported complaint. The technical investigation found that the connector on load cell amplifier board had become disconnected from the processor board. This resulted in the platform not detecting the expected increase in load during take-up, causing fault code 16 to occur. After reconnecting the load cell amplifier cable to the processor board, the autopulse platform successfully powered on without any errors and passed a 15-minute run-in test using a large resuscitation test fixture (lrtf), equivalent to a 250-pound patient. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number 34688. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) was used in an attempt to resuscitate a patient in cardiac arrest. When the autopulse platform was powered on, the platform displayed a fault code 16 (timeout moving to take-up position). The customer replaced the lifeband in an attempt to troubleshoot the issue, but the fault code did not clear. The crew was not able to start CPR with the autopulse platform and performed CPR manually. Return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced dead. No further information was provided related to the cardiac arrest event. The customer did not provide information regarding the relationship between the death and the alleged device malfunction. Zoll's medical safety assessment (msa) team evaluated the incident, and it was determined that the death was not related to the autopulse device.

Event description:
The autopulse platform (sn (B)(6) was used in an attempt to resuscitate a patient in cardiac arrest. The reporter did not know the cause of the cardiac arrest but stated that the bystander speculated opioid overdose. The customer was also unaware if the cardiac arrest was witnessed, whether the patient received manual CPR, and for how long the patient was in cardiac arrest before the arrival of ems. The patient was placed on the platform and was powered on. Per the reporter, the platform displayed a fault code 16 (timeout moving to take-up position). The customer replaced the lifeband in an attempt to troubleshoot the issue, but the fault code did not clear. The crew performed manual CPR while troubleshooting the issue and replacing the lifeband. The crew was not able to start CPR with the autopulse platform. Manual CPR was performed for 40 minutes per christian hospital ems protocol. Return of spontaneous circulation (rosc) was not achieved, and the patient was later pronounced dead on the scene by christian hospital ems. The customer did not provide information regarding the relationship between the death and the alleged device malfunction. Zoll's medical safety assessment (msa) team evaluated the incident, and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
Patient information - a2 (age at time of event) was updated based on the received additional information. Patient information - a3 (patient sex) was updated based on the received additional information. Patient information - a4 (patient weight) was updated based on the received additional information. B5 (describe event or problem) was updated/corrected based on the received additional information.